Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash under the therapy electrodes. The patient's physician called it a heat rash. The patient was instructed to use a cortisone cream from her physician. The patient reported that the irritation healed after using the cream and with the weather becoming cooler.